Event description:
One (1) cut in half, or they just are not staying together? L. Tampons [device breakage]. Case narrative: consumer reported via email that her daughter used a tampon that appeared to be cut in half. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.